Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was noted that the right ventricular (rv) lead got fractured during the removal process. The rv lead was finally removed. It was noted that the infection was not confirmed but suspected. There were no additional adverse effects reported.